Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a high number of short v-v intervals noted on the sensing integrity counter (sic) for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.